Manufacturer narrative:
.

Event description:
It was reported that following radiation treatment, the patient complained of heart palpitations. The pulse generator was found in backup vvi mode. A device software download successfully restored the device. The patient would be monitored.